Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight shocks were delivered to the patient for supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.